Event description:
It was reported that an ilet touchscreen cracked after the patient dropped the device, and the device remained functional but was no longer watertight, prompting replacement. Symptoms included no reported blood glucose impact and no adverse clinical effects. Outcomes included continuation of therapy management guidance and replacement of the device. Investigation included collection of event details and device return logistics for evaluation. Investigation of this device revealed physical damage to the touchscreen consistent with accidental drop and loss of watertight integrity, indicating damage to the device¿s exterior enclosure and display assembly. It was concluded, based on previously established findings for similar reports, that user-induced mechanical damage from accidental dropping was the cause.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.